Event description:
A customer reported receiving unspecified high reading from the adc device which was higher than they felt. The customer experienced a loss of consciousness and suffered a cut on their lip upon falling down. The customer did however indicate they were able to self-treat with several pieces of sugar and water, and called for an ambulance. Paramedics did not provide any treatment however transported the customer to a hospital where they had four sutures applied, but no additional diabetes-related treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.